Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing "excessive heart beats" and that "the extra beats have started to come back." The patient indicated they wanted to have their implantable cardioverter defibrillator (ICD) checked. The patient was advised to contact their physician regarding their symptoms. The patient indicated they had not spoken with a physician nor had a device check been completed. The patient was traveling and requested a list of physician/clinic referrals. Follow up was conducted with the listed implanting physician¿s office. The allied health professional (ahp) at the clinic indicated they had not seen the patient since their wound check post their device implant. Ahp stated they do not follow the patient and it is unknown who follows the patient. No further information was ascertained. The device remains in use. No patient complications have been reported as a result of this event.